Event description:
Baxter pump appeared to be over-infusing. IV (intravenous) bag was primed with the 92" duovent spike tubing and set vtbi (volume to be infused) was 35 ml. Pump had only 3 ml remaining when it alarmed that vtbi was reached. No excessive drug was drained when the tubing was primed.